Event description:
It was reported that during an infusion of 10% dextrose on a pt, the pump was found to have changed to keep vein open prior to completing the programmed volume to be infused. Pump was in direct sunlight when this occurred. There was no injury to the pt.